Manufacturer narrative:
This product is not marketed in the u.s. Result: work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's right eye (od). The patient experienced refractive surprise and felt embarrassed. The customer stated the lens was correctly implanted. As of the day of MDR submission, the lens remains implanted. This case is under medical consulting, attempts to get additional information.